Event description:
It was reported that the 9800 system inspection found kv too high. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The kv was adjusted during the service call. The system was tested and found to be working as intended and put back into service.